Event description:
It was reported that an ilet user's caregiver disputed education provided by an agent regarding microdosing timing and asserted correct treatment practices while records indicated the user was overtreating hypoglycemia. The issue pertained to improper or incorrect procedure or method, and no specific device component was implicated. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user as well as analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, with no device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.